Event description:
Md unable to move marker out of safety mode. New marker used and deployed without difficulty. No injury to patient because first marker was not in patient's breast. Procedure proceeded without delay.